Event description:
It was reported that the ilet user announced a meal and subsequently experienced low blood glucose to 55 mg/dl, which was managed with oral glucose including orange juice and planned glucose tablets; education and troubleshooting were provided for meal announcements and meal sizing, and the medical device problem was categorized as an improper or incorrect procedure or method involving the user interface. Symptoms included hypoglycemia and a sensation of heat consistent with flushing. Outcomes included serious injury resolved with oral glucose, with blood glucose later documented at 145 mg/dl and the user feeling improved. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem and identified a usage problem related to announcing an incorrect size meal. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.